Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. Visual inspection and functional test were performed per control plan during production. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Event description:
Vps was leaking / injection port leaking injection port leaking during use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 18ga 1.3mm od 32mm leaked the following information was provided by the initial reporter: vps was leaking, injection port leaking. Injection port leaking during use.